Event description:
It was reported that the a physio-control loaner device would not power up with ac or dc power, during testing. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies. Proper device operation was then observed through functional and performance testing and the device was returned to the loaner stock. Physio further evaluated the removed pcbs and determined that the cause of the reported failure was due to corrupted software on the system controller pcb assembly.